Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant procedure, low out of range, pacing lead impedance was observed through psa. Lead was not implanted and the procedure was completed using another lead. Patient¿s condition was stable during and post-procedure.